Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
On (B)(6) 2014 at 9:00, the cryoablation procedure started. Isolation of all pulmonary veins was completed. The test to induce tachycardia was performed and non-persistent af was found, but it terminated within 1min 30sec. Procedure was completed at 11:30 and patient¿s vital signs were stable. When the sheaths were withdrawn after the procedure, it took about 20 minutes for hemostasis. At 14:21, in the hospital ward, the patient developed sinus bradycardia in shock in the absence of blood pressure. CPR initiated and catecholamines were administrated, but found no response. The patient was transported to the catheter room and treated using percutaneous cardiopulmonary support (pcps). Between (B)(6) 2014, cardiac function gradually recovered and blood pressure level was restored and was stabilized. According to echocardiography, strong clinical suspicion was raised that takotsubo cardiomyopathy was incidentally detected. On (B)(6) 2014, the patient was weaned from pcps. Normal myocardial motion was recognized. There we re no subsequent complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.